Event description:
Related manufacturer reference number: 2017865-2022-06752, related manufacturer reference number: 2017865-2022-06753. It was reported that the patient presented with noise oversensing on the pulse generator and lead noise on the atrial and right ventricular leads. The device and leads were explanted. Additional information was requested, but not received.

Manufacturer narrative:
The reported event of over-sensing could not be confirmed. The pacer was received in normal working conditions, at elective replacement indicator (eri) level. Visual inspection noted cautery marks on the device. The atrial and ventricular channel and connections showed punctured septum and dried blood. Electrical and mechanical analysis indicated normal device functionality. Device image analysis indicated autocapture was on. With this feature enabled, the device would auto-adjust the pacing output to accommodate patient's needs, thus affecting the estimated longevity of the device. Longevity assessment was performed and the implant duration exceeds the projected longevity, indicating normal battery depletion.